Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 600 mg/dl. The customer checked a vial and it was full of air bubbles. Customer doesn't have reservoir information. The customer was advised to use stronger plastic or glass vials to prevent the reservoir from changing shape to prevent air coming in through o-rings. Customer doesn't want to through troubleshooting for any other issue.